Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced intermittent audio output. Patient's mother states that while patient was at school, patient's cgm was having high readings but patient did not hear alarm. Patient saw their nurse and patient's blood glucose read at 416 mg/dl. The nurse administered 2.5 units of insulin to the patient, and several hours later the patient's blood glucose read at 171 mg/dl. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. It should be noted that the diabetes mellitus is a known contributor to hyperglycemia.